Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with an implantable neurostimulat or (ins) for spinal pain indications. The patient stated approximately two weeks ago she fell in a chair. Patient states she fell on her butt. Patient states she turn the stimulation up and was still getting some relief she states between 30 to 50% however prior to the fall she was getting 50 to 70% relief. Cs gave patient a new group c today based on the x-ray patient had prior to coming in the office today. The leads had moved down to the bottom of t7 and the top of t8. And impedance check was performed today and all contacts were within normal limits. Patient usage was at 98% over the last 30 days. Pt states the new group is getting low back, hips and butt. Pt states most of her pain from the fall is in her tailbone and neck. Pt states she thinks this new group will work. No changes were made to group b as it had been working well for her. Pt denies all other complaints at this time. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial#(B)(4) implanted: (B)(6) 2017 product type lead product ID 977a260 serial#(B)(4) implanted:(B)(6) 2017. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(4), ubd: 08-aug-2021, UDI#: (B)(4). ; product ID: 977a260, serial/lot #:(B)(4), ubd: 09-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.